Event description:
After surgeon injected newly implanted lens, it was noticed one of the haptics was broken off the lens. Lens explanted and newlens implanted without incident.====================== manufacturer response for intra occular lens implant, acrysof iq iol======================alcon sales represetnative notified by leaving voice mail message. Lens and injector cartridge saved for representative to pick up.